Manufacturer narrative:
The user experienced hyperglycemia progressing to diabetic ketoacidosis (dka) requiring hospitalization while on ilet therapy. The user reported persistent hyperglycemia despite multiple supply changes over a two-day period, including replacement of infusion sets, cartridges, and adaptors. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. The user and caregiver suspected possible infusion site absorption issues related to scar tissue; however, no infusion set defect or device malfunction was identified during investigation. Based on available information, the exact cause of the event could not be conclusively established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 10-may-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 401 mg/dl, resulting in diabetic ketoacidosis (dka) and hospitalization. The user was admitted on (B)(6) 2026, treated with IV dextrose and IV fluids, and discharged on (B)(6) 2026. No long-term health effects were reported.